Event description:
It was reported that the customer's insulin pump alarmed with a button error. A week prior to this, a child vomited and the insulin pump was thrown on the ground while the customer was babysitting. Following this, customer stated the buttons would scroll through the menu. Customer's blood glucose was 17 mmol/l. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.